Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of th device's memory log found that this device had recorded a low voltage-battery system fault on (B)(6) 2015. The device remained implanted until (B)(6)2016 but was not returned to boston scientific until march 2017. Microscopic visual inspection found no irregularities. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Bench testing of the device could not reproduce any electrogram noise or oversensing. The device battery voltage was greater than 2.7 volts and the power usage was normal while implanted. All device therapy was available while implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services in (B)(6) 2010 to report that this patient developed sinus tachycardia (st) which triggered atrial tachycardia response (atr) mode switch. The hcp reported ap-fb markers which induced the patient into av nodal retry tachycardia (avnrt) there were multiple stored episodes of this and all were converted via antitachycardia pacing (atp). At that time, the patient had stopped taking beta blocker medication. Boston scientific received information that this device was electively explanted and replaced on (B)(6) 2016 due to normal battery depletion (nbd). The device was received at boston scientific's return products department on march 29, 2017.